Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported product problem, the outer tube of the scope was found broken in half. The inspection also noted there is distal end light fiber damage, and moisture under the eyepiece window and laser etching on model ring has minor fading. No image check performed due to condition of the outer tube. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request, the customer straight ocular angle autoclavable rigid ureteroscope ¿is broken in half¿. The customer reported event was found at reprocessing. No death or injury and no impact to patient or other was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the scope's broken outer tube could not be determined. It is possible that the tube damage occurred due to user error, improper handling, or the application of excessive force. Olympus will continue to monitor field performance for this device.